Event description:
A report was received that the patient was uncomfortable with the current location of the ipg. The patient underwent a revision wherein the ipg was relocated and replaced per patient¿s request. No device malfunction was suspected.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.